Manufacturer narrative:
The complained revolution pump was returned clean and full of a clear fluid (possibly priming solution). Visual inspection of the unit found no non-conformity or damage. To investigate the reported "impossibility to obtain a blood flow higher than 0.02-0.03l/min", a simulated use test was performed. During the test, the generation of noise and the pumping performances were monitored at increasing rotation speeds (ranging from 1000 rpm to 3500 rpm). During the whole test, no performance issue could be reproduced: the unit behaved as expected and flows could be established with no issue. It shall be noticed that when the speed was higher than 2500 rpm, a rotation noise could be detected. However, this did not affect the performance of the device during the whole test. DHR verification did not reveal any relevant information possibly linked with the claimed defect. Complained product lot was involved in records other two events both related to noise generation (acoustic discomfort). Livanova investigation could not reproduce the claimed issue: our tests confirmed pump safety and performance. Based on investigation results of similar events, livanova believes the most probable root cause of the noise generation was a restrained vibration of the impeller within its seats. As the complained flow issue could not be reproduced, no root cause analysis could be done and no corrective action is deemed necessary. Livanova will maintain to monitor the market.

Event description:
See initial report.

Manufacturer narrative:
The revolution centrifugal blood pump is a non-sterile device assembled into a sterile convenience pack (item cp82218, lot 2002120203) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the pump was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. The complained revolution centrifugal blood pump is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The standalone revolution centrifugal pump (catalog number 050300000) is registered in the USA (510(k) number: k190650). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group (B)(4) manufactures the revolution centrifugal blood pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been requested for return to sorin group (B)(4) for investigation but not yet returned. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) has received a report that, at the beginning of the procedure, the revolution centrifugal pump started to make noise. The medical team increased the rpm and blood flow remained 0.02-0.03l/min. The medical team elected to exchange the centrifugal pump with a roller pump system. There is no report of any patient injury.